Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a 22-year-old female patient who had essure (batch no. A27192) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify". The patient's past medical history included general anesthesia (for esssure procedure) on (B)(6) 2012, multigravida and parity 3. Concurrent conditions included overweight. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 1 day after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), cystitis ("bladder infection") and weight increased ("weight gain / loss - weight gain"). On (B)(6) 2014, the patient experienced abdominal pain upper ("stomach pain"), dizziness ("dizzy spells") and menstruation delayed ("late menstrual period"). On (B)(6) 2014, the patient experienced rash ("rash below the right side of her breast/rashes"). On (B)(6) 2015, the patient experienced bladder disorder ("bladder problem"). On (B)(6) 2016, the patient experienced dyspareunia ("painful intercourse (dyspareunia )"), pain ("body aches") and menometrorrhagia ("irregular heavy menstrual periods with clotting"). On an unknown date, the patient experienced menorrhagia ("menorrhagia/abnormally heavy menstrual bleeding"), arthralgia ("joint pain"), abdominal pain lower ("severe abdominal cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines"), headache ("headaches") and allergy to metals ("nickel allergy"). The patient was treated with surgery (on (B)(6) 2016, underwent a laparoscopic bilateral salpingectomy and removal of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, menorrhagia, arthralgia, dyspareunia, abdominal pain upper, dizziness, menstruation delayed, rash, pain and menometrorrhagia had resolved, the dysmenorrhoea and abdominal pain lower had not resolved and the vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, allergy to metals and weight increased outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, allergy to metals, arthralgia, bladder disorder, cystitis, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menometrorrhagia, menorrhagia, menstruation delayed, migraine, pain, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: despite treatment, patient's symptoms did not improve and, as a result, in (B)(6) 2016, she met with doctor to discuss available treatment options, including the possibility of having surgery to remove the essure micro-inserts. Current weight 175 lbs. Desires removal of the essure coils and also bilateral salpingectomy. The number of expanded coils that appeared trailing into the uterine cavity was 5. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Pregnancy test - on an unknown date: negative. On (B)(6) 2015, plaintiff underwent a pelvic ultrasound: adnexa bilaterally with no fibroids or discrete adnexal lesions detected. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2018: event weight fluctuation was updated to weight gain. Meddra llt was changed. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a 22-year-old female patient who had essure (batch no. A27192) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify". The patient's past medical history included general anesthesia (for esssure procedure) on (B)(6) 2012, multigravida and parity 3. Patient is 27 year old. Concurrent conditions included overweight and sedation (for essure procedure). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 1 day after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), cystitis ("bladder infection") and weight increased ("weight gain / loss - weight gain"). On (B)(6) 2014, the patient experienced abdominal pain upper ("stomach pain"), dizziness ("dizzy spells") and menstruation delayed ("late menstrual period"). On (B)(6) 2014, the patient experienced rash ("rash below the right side of her breast/rashes"). On (B)(6) 2015, the patient experienced bladder disorder ("bladder problem"). On (B)(6) 2016, the patient experienced dyspareunia ("painful intercourse (dyspareunia )"), pain ("body aches") and menometrorrhagia ("irregular heavy menstrual periods with clotting"). On an unknown date, the patient experienced menorrhagia ("menorrhagia/abnormally heavy menstrual bleeding"), arthralgia ("joint pain"), abdominal pain lower ("severe abdominal cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines"), headache ("headaches") and allergy to metals ("nickel allergy"). The patient was treated with surgery (on (B)(6) 2016, underwent a laparoscopic bilateral salpingectomy and removal of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, menorrhagia, arthralgia, dyspareunia, abdominal pain upper, dizziness, menstruation delayed, rash, pain, menometrorrhagia and dysmenorrhoea had resolved, the abdominal pain lower had not resolved and the vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, allergy to metals and weight increased outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, allergy to metals, arthralgia, bladder disorder, cystitis, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menometrorrhagia, menorrhagia, menstruation delayed, migraine, pain, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: despite treatment, patient's symptoms did not improve and, as a result, in (B)(6) 2016, she met with doctor to discuss available treatment options, including the possibility of having surgery to remove the essure micro-inserts. Current weight 175 lbs. Desires removal of the essure coils and also bilateral salpingectomy. The number of expanded coils that appeared trailing into the uterine cavity was 5. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Pregnancy test - on an unknown date: negative. On (B)(6) 2015, plantiff underwent a pelvic ultrasound: adnexa bilaterally with no fibroids or discrete adnexal lesions detected. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2018: legal document received. Event outcome of dysmenorrhea were updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a 22-year-old female patient who had essure (batch no. A27192) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify". The patient's past medical history included general anesthesia (for esssure procedure) on (B)(6) 2012, multigravida and parity 3. Concurrent conditions included overweight. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, 1 year 3 months after insertion of essure, the patient experienced abdominal pain upper ("stomach pain"), dizziness ("dizzy spells") and menstruation delayed ("late menstrual period"). On (B)(6) 2014, the patient experienced the first episode of rash ("rash below the right side of her breast"). On (B)(6) 2016, the patient experienced dyspareunia ("painful intercourse (dyspareunia )"), pain ("body aches") and menometrorrhagia ("irregular heavy menstrual periods with clotting"). On 8-jul-2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In july 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced menorrhagia ("menorrhagia/abnormally heavy menstrual bleeding"), the second episode of rash ("rashes"), arthralgia ("joint pain"), abdominal pain lower ("severe abdominal cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy") and weight fluctuation ("weight gain / loss specify"). The patient was treated with surgery (on 13-jul-2016, underwent a laparoscopic bilateral salpingectomy and removal of the essure coils). Essure was removed on 13-jul-2016. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, menorrhagia, the last episode of rash, arthralgia, dyspareunia, abdominal pain upper, dizziness, menstruation delayed, pain and menometrorrhagia had resolved, the dysmenorrhoea and abdominal pain lower had not resolved and the vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, allergy to metals and weight fluctuation outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, allergy to metals, arthralgia, bladder disorder, cystitis, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menometrorrhagia, menorrhagia, menstruation delayed, migraine, pain, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, weight fluctuation, the first episode of rash and the second episode of rash to be related to essure. The reporter commented: despite treatment, patient's symptoms did not improve and, as a result, in july 2016, she met with doctor to discuss available treatment options, including the possibility of having surgery to remove the essure micro-inserts. * current weight 175 lbs. * desires removal of the essure coils and also bilateral salpingectomy. * the number of expanded coils that appeared trailing into the uterine cavity was 5. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Pregnancy test - on an unknown date: negative on 10-jun-2015, plantiff underwent a pelvic ultrasound: adnexa bilaterally with no fibroids or discrete adnexal lesions detected. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded most recent follow-up information incorporated above includes: on 6-jul-2018: pfs received. Her demographic was added. Essure lot no added. Following event; abnormal bleeding (vaginal), bladder infection, urinary tract infection, vaginal infection, apareunia (inability to have sexual intercourse), bladder problem, urinary tract disorder, migraines, headaches, nickel allergy, weight gain / loss specify, essure confirmation test(s) conducted, specify. Pregnancy chnaged to no. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a 22-year-old female patient who had essure (batch no. A27192) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify". The patient's past medical history included general anesthesia (for esssure procedure) on (B)(6) 2012, multigravida and parity 3. Concurrent conditions included overweight. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, 1 year 3 months after insertion of essure, the patient experienced abdominal pain upper ("stomach pain"), dizziness ("dizzy spells") and menstruation delayed ("late menstrual period"). On (B)(6) 2014, the patient experienced rash ("rash below the right side of her breast/rashes"). On (B)(6) 2016, the patient experienced dyspareunia ("painful intercourse (dyspareunia )"), pain ("body aches") and menometrorrhagia ("irregular heavy menstrual periods with clotting"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In july 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In july 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced menorrhagia ("menorrhagia/abnormally heavy menstrual bleeding"), arthralgia ("joint pain"), abdominal pain lower ("severe abdominal cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy") and weight fluctuation ("weight gain / loss specify"). The patient was treated with surgery (on (B)(6) 2016, underwent a laparoscopic bilateral salpingectomy and removal of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, menorrhagia, arthralgia, dyspareunia, abdominal pain upper, dizziness, menstruation delayed, rash, pain and menometrorrhagia had resolved, the dysmenorrhoea and abdominal pain lower had not resolved and the vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, allergy to metals and weight fluctuation outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, allergy to metals, arthralgia, bladder disorder, cystitis, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menometrorrhagia, menorrhagia, menstruation delayed, migraine, pain, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: despite treatment, patient's symptoms did not improve and, as a result, in july 2016, she met with doctor to discuss available treatment options, including the possibility of having surgery to remove the essure micro-inserts. Current weight 175 lbs. Desires removal of the essure coils and also bilateral salpingectomy. The number of expanded coils that appeared trailing into the uterine cavity was 5. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Pregnancy test - on an unknown date: negative on 10-jun-2015, plantiff underwent a pelvic ultrasound: adnexa bilaterally with no fibroids or discrete adnexal lesions detected. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included general anesthesia (for esssure procedure) on (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, 1 year 3 months after insertion of essure, the patient experienced abdominal pain upper ("stomach pain"), dizziness ("dizzy spells") and menstruation delayed ("late menstrual period"). On (B)(6) 2014, the patient experienced the first episode of rash ("rash below the right side of her breast"). On (B)(6) 2016, the patient experienced dyspareunia ("painful intercourse"), pain ("body aches") and menometrorrhagia ("irregular heavy menstrual periods with clotting"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), menorrhagia ("menorrhagia/abnormally heavy menstrual bleeding"), the second episode of rash ("rashes"), arthralgia ("joint pain") and abdominal pain lower ("severe abdominal cramping"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), menorrhagia ("menorrhagia/abnormally heavy menstrual bleeding"), the second episode of rash ("rashes"), arthralgia ("joint pain") and abdominal pain lower ("severe abdominal cramping"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), menorrhagia ("menorrhagia/abnormally heavy menstrual bleeding"), the second episode of rash ("rashes"), arthralgia ("joint pain") and abdominal pain lower ("severe abdominal cramping"). The patient was treated with surgery (on (B)(6) 2016, underwent a laparoscopic bilateral salpingectomy and removal of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, the last episode of rash, arthralgia, dyspareunia, abdominal pain upper, dizziness, menstruation delayed, pain and menometrorrhagia had resolved and the menorrhagia, dysmenorrhoea and abdominal pain lower had not resolved. The reporter considered abdominal pain lower, abdominal pain upper, arthralgia, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menometrorrhagia, menorrhagia, menstruation delayed, pain, pelvic pain, the first episode of rash and the second episode of rash to be related to essure. The reporter commented: despite treatment, patient's symptoms did not improve and, as a result, in (B)(6) 2016, she met with doctor to discuss available treatment options, including the possibility of having surgery to remove the essure micro-inserts. Diagnostic results: on (B)(6) 2015, plantiff underwent a pelvic ultrasound. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 19-sep-2017: reporter added, event severe abdominal cramping added, essure indication added. Outcome of event was updated from recovered/resolved to not recovered/resolved for events abnormally severe menstrual pain; abnormally heavy menstrual bleeding and severe abdominal cramping. Reporter causality comment added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag, (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type 'initial' indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included general anesthesia (for esssure procedure) on (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, 1 year 3 months after insertion of essure, the patient experienced abdominal pain upper ("stomach pain"), dizziness ("dizzy spells") and menstruation delayed ("late menstrual period"). On (B)(6) 2014, the patient experienced the first episode of rash ("rash below the right side of her breast"). On (B)(6) 2016, the patient experienced dyspareunia ("painful intercourse"), pain ("body aches") and menometrorrhagia ("irregular heavy menstrual periods with clotting"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), menorrhagia ("menorrhagia"), the second episode of rash ("rashes") and arthralgia ("joint pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), menorrhagia ("menorrhagia"), the second episode of rash ("rashes") and arthralgia ("joint pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), menorrhagia ("menorrhagia"), the second episode of rash ("rashes") and arthralgia ("joint pain"). The patient was treated with surgery (on (B)(6) 2016, underwent a laparoscopic bilateral salpingectomy and removal of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, menorrhagia, the last episode of rash, arthralgia, dyspareunia, abdominal pain upper, dizziness, menstruation delayed, pain, menometrorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal pain upper, arthralgia, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menometrorrhagia, menorrhagia, menstruation delayed, pain, pelvic pain, the first episode of rash and the second episode of rash to be related to essure. Diagnostic results: on (B)(6) 2015, plaintiff underwent a pelvic ultrasound. Company causality comment: this litigation case was reported by a lawyer and refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012 and reported adverse events including pelvic pain and abnormal bleeding (interpreted as genital bleeding). On (B)(6) 2016, the patient underwent a laparoscopic bilateral salpingectomy and removal of the essure coils. Chronic pelvic pain and genital hemorrhage are highly prevalent in women and they may have multiple causes. In this particular case, alternative explanation was not available for the events. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included general anesthesia (for essure procedure) on (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, 1 year 3 months after insertion of essure, the patient experienced abdominal pain upper ("stomach pain"), dizziness ("dizzy spells") and menstruation delayed ("late menstrual period"). On (B)(6) 2014, the patient experienced the first episode of rash ("rash below the right side of her breast"). On (B)(6) 2016, the patient experienced dyspareunia ("painful intercourse"), pain ("body aches") and menometrorrhagia ("irregular heavy menstrual periods with clotting"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), menorrhagia ("menorrhagia"), the second episode of rash ("rashes") and arthralgia ("joint pain"). The patient was treated with surgery (on (B)(6) 2016, underwent a laparoscopic bilateral salpingectomy and removal of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, menorrhagia, the last episode of rash, arthralgia, dyspareunia, abdominal pain upper, dizziness, menstruation delayed, pain, menometrorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal pain upper, arthralgia, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menometrorrhagia, menorrhagia, menstruation delayed, pain, pelvic pain, the first episode of rash and the second episode of rash to be related to essure. Diagnostic results: on (B)(6) 2015, plaintiff underwent a pelvic ultrasound. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded most recent follow-up information incorporated above includes: on 4-may-2017: quality safety evaluation of product technical complaint. Company causality comment: this litigation case was reported by a lawyer and refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012 and reported adverse events including pelvic pain and abnormal bleeding (interpreted as genital bleeding). On (B)(6) 2016, the patient underwent a laparoscopic bilateral salpingectomy and removal of the essure coils. Chronic pelvic pain and genital hemorrhage are highly prevalent in women and they may have multiple causes. In this particular case, alternative explanation was not available for the events. This case was classified as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Follow-up information will be obtained through the litigation process.